Event description:
It was reported to st. Jude medical that the implantable cardiac defibrillator battery reached end of life prematurely in less than 1 year. The device had given approximately 100 bursts of atp and 16 aborted shocks over the last three months. Strange artifacts were observed on the stored electrograms. The decision was made to explant the device.